Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was returned for evaluation. Visual inspection revealed that the actual device had been fractured at the distal end. The total length of the actual device was confirmed to be approximately 1755mm measured. Total length of the normal product of this product code is specified to be approximately 1800mm. It was found that a portion approximately 45mm in length was missing from the actual device. Magnifying and electron microscopic inspections of the fractures revealed that the urethane outer layer at the fracture end had the shape implying that it had been ripped off; some creases had been generated on the urethane outer layer around the fracture end; the core wire was sticking out of the lateral side of the urethane outer layer. It is likely that the actual device was exposed to excessive pulling force, by which the core wire got fractured first and then the stretched urethane outer layer was ripped off. At that moment, elastic force willing to pull back the stretched urethane outer layer acted on the urethane outer layer and the fractured end of the core wire perforated the urethane outer layer that got pulled back in the different direction than that the core wire pointed to. Subsequently, the shrunk and compressed urethane outer layer resulted in the generation of some creases on the surface of the urethane outer layer. The outside diameter was measured on the undamaged segments and confirmed to meet the specifications. The urethane outer layer was removed/ dissolved for better inspection of the core wire. Electron microscopic inspection of the fracture cross-section revealed that the dimple pattern had been generated on the surface. Inspection from the lateral side found the core wire was in the straight shape with no occurrence of flexure or diminishment in the diameter toward the fracture end. There was no anomaly, such as a scratch, which would have contributed to the generation of the fracture. The outside diameter was measured on the undamaged segments and confirmed to meet the specifications. Reproductive testing was performed on the involved product code. The sample was subjected to repetitive 90-degree bending forces till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface. The state was found to be similar to that of the actual device. A product sample was subjected to repetitive one-way torque forces in the state of being curved till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the surface of the flat fracture cross-section surface. The state was found to be different from that of the actual device. The sample was subjected to a pulling force in the state of being formed into a loop shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. The state was found to be different from that of the actual device. The sample was subjected to a horizontal tensile force distal end till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the shaft had been diminished toward the end. The state was found to be different from that of the actual device. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the catheter or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely the actual device was subjected to repetitive bending force concentrated at one point, where metal fatigue occurred on the core wire, leading the core wire to become fractured. Subsequent pulling force applied to the actual device ripped the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the actual sample was used in the evt for cto in the iliac. The approach to cto was made by the actual sample through a shepherd hook catheter from the right, across the bifurcation. The actual sample got into a false lumen. The user kept approaching the lesion by applying torque force to the actual sample in the right and left directions. The actual sample could not be removed from the lesion, and when the user tried to pull it back, it became fractured and remained in the lesion. The fractured piece remained in the patient's body. The procedure was completed successfully. The patients recovered from the serious injury.